Event description:
It was reported that while peeling away, the handle broke off.

Manufacturer narrative:
The complaint was confirmed, supplier related. One of the two tabs broke from the ptfe introducer sheath. The tabs exhibited poor mold features. The complaint sample has been forwarded to our manufacturing facility for review. A chr of lot #reql0512 showed no other similar product complaint(s) from this lot.